Event description:
Procedure type: low anterior resection. According to the reporter: after 3 or 4-hour use, a part of the shield broke and fell into the patient. The broken piece was retrieved from the cavity. New device was opened to complete procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).